Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Troubleshooting was done and insulin finally exited from the tubing with the manual prime. Customer's blood glucose reading was 112 mg/dl. However, customer also reported experiencing low blood glucose levels. Customer's blood glucose reading at the time of the incident was 50 mg/dl. Product is not being returned or replaced.